Event description:
Caller reported an error with their continuous glucose monitor (cgm), identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information for a pump reset and guided the caller through the process. After the reset, the pump did not display the error again, and the caller successfully started their sensor session.